Manufacturer narrative:
A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the patient mother ran into issues with two trachs while doing a routine trach change on her child. For one trach, the balloon would not fill up and the other trach had a cuff leak. No patient injury was reported.